Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage during use. The following information was provided by the initial reporter: complaint 1 of 3 problem encountered: during the injection (especially at the end of administration), the oncology department reported a leak of doxorubicin at the tip. This event has been reported on: (B)(6)2020 for a patient. Our urcc service reports a similar event, this time with a leak of 5fu, the preparation was thrown away and refabricated. There was no known contact with the chemotherapy products, other than contact with the nurse's gloves. The consequence for both patients was a loss of administered chemotherapy dose, which cannot be assessed, but according to the nurses, for both patients the compresses (surrounding the syringe, to compensate for the leak) were well soaked with doxorubicin. There was no medical intervention for these events.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected lot 2004260, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verifications. Ten retained samples of lot 2004260 were used for additional evaluation. The product was visually inspected, no defects or damage was noted and testing verified the product met required specification. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd plastipak¿ 50 ml concentric luer lock syringe experienced leakage during use. The following information was provided by the initial reporter: complaint 1 of 3. Problem encountered: during the injection (especially at the end of administration), the oncology department reported a leak of doxorubicin at the tip. This event has been reported on: (B)(6) 2020 for a patient. Our urcc service reports a similar event, this time with a leak of 5 fu, the preparation was thrown away and refabricated. There was no known contact with the chemotherapy products, other than contact with the nurse's gloves. The consequence for both patients was a loss of administered chemotherapy dose, which cannot be assessed, but according to the nurses, for both patients the compresses (surrounding the syringe, to compensate for the leak) were well soaked with doxorubicin. There was no medical intervention for these events.